Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line alarm) and a system error 2367 alarm that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) had the home patient (hp) cycle the power and the hc alarmed again. The tsr had the hp cycle the power and the hc went to, 'press go to start'. The tsr explained the alarm and the hp stated that she has received this alarm two times, one on (B) (6) 2010 and one on (B) (6) 2010 (this report), during her initial drain cycle. The tsr recommended the hp discard the supplies and start over with new supplies. The tsr recommended the hp contact baxter if she received this alarm again. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. On 03/18/2010, the hp provided the following additional information: the hp was connected at the time of the alarm but did not disconnect any time prior to the alarm. It was reported that all bags were properly spiked and connected and the extension lines used were connected prior to priming. The hp indicated that there were no open clamps on any unused supply lines and that there was nothing unusual noted about the supplies. The hp completed the therapy with new supplies and that the sample involved in this incident was discarded. The hp also indicated that she got peritonitis at the end of (B) (6) (investigated under this report as well). Follow up information was received from global pharmacovigilance on (B) (6) 2010 indicating that in (B) (6) 2010, the hp developed peritonitis manifested by abdominal pain. The hp was hospitalized on (B) (6) /2010. On an unreported date in (B) (6) 2010, a culture and cell count was performed. The culture revealed no growth, and the white blood cell count (wbc) was elevated. The hp was treated with antibiotics and was discharged on (B) (6) 2010. On (B) (6) 2010, the cell count was normal and the event of peritonitis was considered resolved. The nurse thought the cause of the peritonitis may have been related to the hp not taking her prophylactic amoxicillin prior to her dental appointment. The hp remained on peritoneal dialysis therapy, dose unchanged. No further information was provided.

Manufacturer narrative:
(B) (4). The actual sample was not available for evaluation as it was discarded by the patient.

Manufacturer narrative:
(B)(4). A manufacturing batch record review of potentially associated lots (h09j16098, h09k06014, and h09k13093) was performed with no issues noted during the manufacturing process or deviations from standard procedure. There is no adverse trend for this issue, since there are not three consecutive increasing months for system error 2240 alarms. Analysis of global complaint data in the complaint handling system showed that between (B)(6) 2009 through (B)(6) 2010, there were a total of 3796 complaints related to system error 2240 alarms. Overall the trend line is stable. Of the 3796 complaints, 34 of them had a severity of "incident - serious injury". Monthly complaint trending is also performed. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate. There is an ongoing CAPA investigation, (B)(4), associated with this report. The root cause will be identified/addressed through the CAPA.